Manufacturer narrative:
A mfg review was conducted and there is no indication that the reported event is mfg related. The lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available info. It is unknown whether pt and/or procedural issues contributed to the event.

Event description:
It was reported that after marker placement, the marker migrated 6 cm from the intended biopsy site. The marker was noted to have temperature damage, post MRI biopsy. The tissue from the biopsy performed was found to be positive and due to the marker migration add'l imaging will be used to complete the scheduled localization. There was no reported pt injury.

Event description:
It was reported that after marker placement, the marker migrated 6 cm from the intended biopsy site. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.